Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. At the time of the call, dexcom technical support advised the patient to reset the device. Dexcom has issued an rga for patient to return the device to be investigated.